Event description:
This complaint is reportable based on the analysis completed on 02/19/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a liberte bare 3.5x12mm stent. The 99% stenosed target lesion was located in the moderate tortuous and calcified mid left anterior descending (lad). The lesion was pre-dilated with an unknown 3.0mm balloon. The liberte bare stent delivery system (sds) could not cross the lesion, then the shaft kinked. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt condition was noted as "no problem". However, the analysis of the returned device confirmed shaft break.

Manufacturer narrative:
Examination of the returned device found that a break had occurred in the hypotube. The break was located approx 51.4cm distal to the strain relief. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. Both sections of the hypotube break were kinked at various locations along their lengths. An examination of the balloon, tip and crimped stent found no issues with their profiles. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operation context.